Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-11654. It was reported that a patient presented in clinic. Inspection of pocket of pocket revealed infection. The implantable cardioverter defibrillator and right ventricular lead were explanted. Patient was stable post procedure.